Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Trial patient reset the receiver and it resolved the issue. Trial patient did not report any injury or medical intervention.